Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an multiple pump error. Customer¿s blood glucose was 110 mg/dl. Customer found that the received the a broken force sensor was detected during seating or regular delivery. Troubleshooting was performed for pump error and the customer stated that they are able to clear the alarm but they were not able to rewind the pump. The insulin pump will return for the analysis.